Event description:
It was reported via repair work order that the patient left load wheel horn was broken off. This would prevent a cot from being loaded into an ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.